Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to capsular tear. It was stated that an anterior lens was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.